Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("left essure partially embedded in uterus"), uterine perforation ("perforation (uterus)/ migration of essure device location : uterus"), device breakage ("left essure micro-insert had broken") and genital haemorrhage ("abnormal bleeding (general)") in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "was unable to remove the left micro-insert during the procedure" on (B)(6)-2016. The patient's past medical history included cholecystectomy. Concomitant products included ibuprofen, oxycodone hydrochloride (oxycodon) and paracetamol (tylenol). On (B)(6)2013, the patient had essure inserted. On(B)(6)-2013, 8 months 27 days after insertion of essure, the patient experienced the first episode of abdominal distension ("bloating"), constipation ("constipation") and diarrhoea ("diarrhea"). On (B)(6)2013, the patient experienced vision blurred ("blurry vision"). In december 2013, the patient experienced oral herpes ("infection (other) describe: herpes labialis"). On (B)(6)2013, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain /dysmenorrhea (cramping)"). On (B)(6)2014, the patient experienced rash ("skin rashes/ rash on face chest/ neck pain"), erythema ("skin redness"), blister ("blisters") and pruritus ("itching"). In 2014, the patient experienced uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: multiple fibroids found on pelvic"). On (B)(6)2015, the patient experienced fatigue ("chronic fatigue"). On (B)(6)2015, the patient experienced pelvic pain ("severe pelvic pain (even when not menstruating)/ pain"), arthralgia ("severe joint pain/ arthralgia/ polyarthralgia/ hip pain"), uterine pain ("uterin pain") and abdominal pain ("abdominal pain"). On (B)(6)2016, the patient experienced dysgeusia ("metallic taste in mouth") and peripheral swelling ("swelling in knees, calves, and thighs"). On(B)(6)2016, the patient experienced the first episode of arthritis ("arthritis"). In february 2016, the patient experienced the second episode of arthritis ("arthritis"). On (B)(6)2016, the patient experienced allergy to metals ("nickel allergy"). On (B)(6)2016, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On (B)(6)2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with abdominal pain lower, device breakage (seriousness criteria medically significant and intervention required) and device expulsion ("left essure migrated to uterus/ migration of essure device location of device: uterus"). On (B)(6)-2016, the patient experienced hot flush ("hot flashes") and night sweats ("night sweat"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy menstrual bleeding/prolonged menstruation/ menorrhagia"), menstrual disorder ("abnormal menstrua"), dyspareunia ("painful intercourse"), alopecia ("hair loss"), weight increased ("weight gain"), abdominal pain lower ("lower abdominal pain"), the second episode of abdominal distension ("bloating"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), weight decreased ("weight loss"), neck pain ("neck pain"), complication of device removal ("complications from your essure removal proced"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), groin pain ("groin pain") and joint range of motion decreased ("inability to bend knees and limited movement with legs"). The patient was treated with paracetamol (acetaminophen), meloxicam, prednisone, valaciclovir, docusate sodium, macrogol (polyethylene glycol), calcium carbonate (tums [calcium carbonate]), dimeticone, activated (gas-x), diphenhydramine hydrochloride (benadryl), glucosamine, chondroitin, surgery (bilateral salpingectomy total hysterectomy (uterus and cervix removed) total hysterectomy) and surgery (underwent total hysterectomy). Essure was removed on (B)(6)2016. At the time of the report, the embedded device, uterine perforation, device breakage, genital haemorrhage, device expulsion, dysmenorrhoea, menorrhagia, menstrual disorder, dyspareunia, rash, erythema, blister, pruritus, alopecia, fatigue, weight increased, abdominal pain lower, the last episode of abdominal distension, the last episode of arthritis, hot flush, night sweats, bladder disorder, urinary tract disorder, migraine, nausea, allergy to metals, vaginal discharge, vision blurred, weight decreased, constipation, diarrhoea, peripheral swelling, complication of device removal, vaginal haemorrhage, oral herpes, uterine leiomyoma, uterine pain, abdominal pain and joint range of motion decreased outcome was unknown and the dysgeusia, arthralgia, headache, neck pain and groin pain had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, arthralgia, bladder disorder, blister, complication of device removal, constipation, device breakage, device expulsion, diarrhoea, dysgeusia, dysmenorrhoea, dyspareunia, embedded device, erythema, fatigue, genital haemorrhage, groin pain, headache, hot flush, joint range of motion decreased, menorrhagia, menstrual disorder, migraine, nausea, neck pain, night sweats, oral herpes, peripheral swelling, pruritus, rash, urinary tract disorder, uterine leiomyoma, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred, weight decreased, weight increased, the first episode of abdominal distension, the first episode of arthritis, the second episode of abdominal distension and the second episode of arthritis to be related to essure. No further causality assessment were provided for the product. The reporter commented: on (B)(6)2016, patient underwent a bilateral salpingectomy during which both of her fallopian tubes were removed and on (B)(6)2016, she underwent a total hysterectomy, during which her uterus and cervix were removed. Since her hysterectomy, symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: confirming full occlusion of fallopian tubes x-ray - on (B)(6)2016: part left essure broke and was embedded in uterus concerning the injuries reported in this case, the following one were described in patient¿s medical records confirming events arthralgia most recent follow-up information incorporated above includes: on (B)(6)2018: from pfs events "abnormal bleeding (vaginal), herpes labialis, multi1ple fibroids found on pelvic, uterine pain, hip pain,inability to bend knees and limited movement with legs , abdominal pain, groin pain" are added. Onset date updated. Treatment drug are added. Outcome of events "metallic taste in mouth, headache , neck pain, hip and groin pain" are resolved. Product information are added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("left essure partially embedded in uterus/perforation (uterus)/ migration of essure device location : uterus/left essure migrated to uterus/ migration of essure device location of device: uterus"), device breakage ("left essure micro-insert had broken") and genital haemorrhage ("abnormal bleeding (general)") in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "was unable to remove the left micro-insert during the procedure" on (B)(6) 2016. The patient's past medical history included cholecystectomy. Concomitant products included ibuprofen, oxycodone hydrochloride (oxycodon) and paracetamol (tylenol). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 8 months 27 days after insertion of essure, the patient experienced the first episode of abdominal distension ("bloating"), constipation ("constipation") and diarrhoea ("diarrhea"). On (B)(6) 2013, the patient experienced vision blurred ("blurry vision"). In (B)(6) 2013, the patient experienced oral herpes ("infection (other) describe: herpes labialis"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain /dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced rash ("skin rashes/ rash on face chest/ neck pain"), erythema ("skin redness"), blister ("blisters") and pruritus ("itching"). In 2014, the patient experienced reproductive tract disorder ("reproductive system disorder or condition type of disorder or condition: multiple fibroids found on pelvic"). On (B)(6) 2015, the patient experienced fatigue ("chronic fatigue"). On (B)(6) 2015, the patient experienced arthralgia ("severe joint pain/ arthralgia/ polyarthralgia/ hip pain"), uterine pain ("uterin pain") and abdominal pain ("abdominal pain"). On 25-jan-2016, the patient experienced dysgeusia ("metallic taste in mouth") and peripheral swelling ("swelling in knees, calves, and thighs"). On (B)(6) 2016, the patient experienced the first episode of arthritis ("arthritis"). In (B)(6) 2016, the patient experienced the second episode of arthritis ("arthritis"). On (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2016, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On 20(B)(6) 2016, the patient experienced hot flush ("hot flashes") and night sweats ("night sweat"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, genital haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy menstrual bleeding/prolonged menstruation/ menorrhagia"), menstrual disorder ("abnormal menstrua"), dyspareunia ("painful intercourse"), alopecia ("hair loss"), weight increased ("weight gain"), abdominal pain lower ("lower abdominal pain"), the second episode of abdominal distension ("bloating"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), weight decreased ("weight loss"), neck pain ("neck pain"), complication of device removal ("complications from your essure removal proceed"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), groin pain ("groin pain") and joint range of motion decreased ("inability to bend knees and limited movement with legs"). The patient was treated with paracetamol (acetaminophen), meloxicam, prednisone, valaciclovir, docusate sodium, macrogol (polyethylene glycol), calcium carbonate (tums [calcium carbonate]), dimeticone, activated (gas-x), diphenhydramine hydrochloride (benadryl), glucosamine, chondroitin, surgery (underwent total hysterectomy and bilateral salpingectomy) and surgery (underwent total hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device breakage, genital haemorrhage, dysmenorrhoea, menorrhagia, menstrual disorder, dyspareunia, rash, erythema, blister, pruritus, alopecia, fatigue, weight increased, abdominal pain lower, the last episode of abdominal distension, the last episode of arthritis, hot flush, night sweats, bladder disorder, urinary tract disorder, migraine, nausea, allergy to metals, vaginal discharge, vision blurred, weight decreased, constipation, diarrhoea, peripheral swelling, complication of device removal, vaginal haemorrhage, oral herpes, reproductive tract disorder, uterine pain, abdominal pain and joint range of motion decreased outcome was unknown and the dysgeusia, arthralgia, headache, neck pain and groin pain had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, arthralgia, bladder disorder, blister, complication of device removal, constipation, device breakage, diarrhoea, dysgeusia, dysmenorrhoea, dyspareunia, erythema, fatigue, genital haemorrhage, groin pain, headache, hot flush, joint range of motion decreased, menorrhagia, menstrual disorder, migraine, nausea, neck pain, night sweats, oral herpes, peripheral swelling, pruritus, rash, reproductive tract disorder, urinary tract disorder, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred, weight decreased, weight increased, the first episode of abdominal distension, the first episode of arthritis, the second episode of abdominal distension and the second episode of arthritis to be related to essure. The reporter commented: on (B)(6) , patient underwent a bilateral salpingectomy during which both of her fallopian tubes were removed and on (B)(6) 2016, she underwent a total hysterectomy, during which her uterus and cervix were removed. Since her hysterectomy, symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirming full occlusion of fallopian tubes x-ray - on (B)(6) 2016: part left essure broke and was embedded in uterus. Concerning the injuries reported in this case, the following one were described in patient¿s medical records confirming events arthralgia . Most recent follow-up information incorporated above includes: on 9-jul-2018: following company internal coding review, the reported event "reproductive system disorder or condition type of disorder or condition: multiple fibroids found on pelvic" was recoded to the meddra llt: reproductive tract disorders. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("left essure partially embedded in uterus/perforation (uterus)/ migration of essure device location : uterus/left essure migrated to uterus/ migration of essure device location of device: uterus"), device breakage ("left essure micro-insert had broken") and genital haemorrhage ("abnormal bleeding (general)") in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "was unable to remove the left micro-insert during the procedure" on (B)(6) 2016. The patient's past medical history included cholecystectomy. Concomitant products included ibuprofen, oxycodone hydrochloride (oxycodone) and paracetamol (tylenol). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 8 months 27 days after insertion of essure, the patient experienced the first episode of abdominal distension ("bloating"), constipation ("constipation") and diarrhoea ("diarrhea"). On (B)(6) 2013, the patient experienced vision blurred ("blurry vision"). In (B)(6) 2013, the patient experienced oral herpes ("infection (other) describe: herpes labialis"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain /dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced rash ("skin rashes/ rash on face chest/ neck pain"), erythema ("skin redness"), blister ("blisters") and pruritus ("itching"). In 2014, the patient experienced uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: multiple fibroids found on pelvic"). On (B)(6) 2015, the patient experienced fatigue ("chronic fatigue"). On (B)(6) 2015, the patient experienced arthralgia ("severe joint pain/ arthralgia/ polyarthralgia/ hip pain"), uterine pain ("uterin pain") and abdominal pain ("abdominal pain"). On (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, the patient experienced dysgeusia ("metallic taste in mouth") and peripheral swelling ("swelling in knees, calves, and thighs"). On (B)(6) 2016, the patient experienced the first episode of arthritis ("arthritis"). In (B)(6) 2016, the patient experienced the second episode of arthritis ("arthritis"). On (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2016, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced hot flush ("hot flashes") and night sweats ("night sweat"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, genital haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy menstrual bleeding/prolonged menstruation/ menorrhagia"), menstrual disorder ("abnormal menstrua"), dyspareunia ("painful intercourse"), weight increased ("weight gain"), abdominal pain lower ("lower abdominal pain"), the second episode of abdominal distension ("bloating"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), weight decreased ("weight loss"), neck pain ("neck pain"), complication of device removal ("complications from your essure removal proceed"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), groin pain ("groin pain"), joint range of motion decreased ("inability to bend knees and limited movement with legs"), menstruation irregular ("irregular menses") and polymenorrhoea ("frequent menses"). The patient was treated with paracetamol (acetaminophen), meloxicam, prednisone, valaciclovir, docusate sodium, macrogol (polyethylene glycol), calcium carbonate (tums [calcium carbonate]), dimethicone, activated (gas-x), diphenhydramine hydrochloride (benadryl), glucosamine, chondroitin, naproxen, surgery (underwent total hysterectomy and bilateral salpingectomy) and surgery (underwent total hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device breakage, genital haemorrhage, dysmenorrhoea, menorrhagia, menstrual disorder, dyspareunia, rash, erythema, blister, pruritus, alopecia, fatigue, weight increased, abdominal pain lower, the last episode of abdominal distension, the last episode of arthritis, hot flush, night sweats, bladder disorder, urinary tract disorder, migraine, nausea, allergy to metals, vaginal discharge, vision blurred, weight decreased, constipation, diarrhoea, peripheral swelling, complication of device removal, vaginal haemorrhage, oral herpes, uterine leiomyoma, uterine pain, abdominal pain, joint range of motion decreased, menstruation irregular and polymenorrhoea outcome was unknown and the dysgeusia, arthralgia, headache, neck pain and groin pain had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, arthralgia, bladder disorder, blister, complication of device removal, constipation, device breakage, diarrhoea, dysgeusia, dysmenorrhoea, dyspareunia, erythema, fatigue, genital haemorrhage, groin pain, headache, hot flush, joint range of motion decreased, menorrhagia, menstrual disorder, menstruation irregular, migraine, nausea, neck pain, night sweats, oral herpes, peripheral swelling, polymenorrhoea, pruritus, rash, urinary tract disorder, uterine leiomyoma, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred, weight decreased, weight increased, the first episode of abdominal distension, the first episode of arthritis, the second episode of abdominal distension and the second episode of arthritis to be related to essure. The reporter commented: on (B)(6) 2016, patient underwent a bilateral salpingectomy during which both of her fallopian tubes were removed and on (B)(6) 2016, she underwent a total hysterectomy, during which her uterus and cervix were removed. Since her hysterectomy, symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirming full occlusion of fallopian tubes x-ray - on (B)(6) 2016: part left essure broke and was embedded in uterus. Concerning the injuries reported in this case, the following one were described in patient¿s medical records confirming events arthralgia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received- new event irregular menses, frequent menses and treatment medication were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("left essure partially embedded in uterus"), uterine perforation ("perforation (uterus)"), device breakage ("left essure micro-insert had broken") and genital haemorrhage ("abnormal bleeding (general)") in a 44-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "was unable to remove the left micro-insert during the procedure" on (B)(6) 2016. Concomitant products included ibuprofen, meloxicam, oxycodone hydrochloride (oxycodon), paracetamol (acetaminophen), paracetamol (tylenol) and prednisone. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 11 months 27 days after insertion of essure, the patient experienced rash ("skin rashes/ rash on face chest/ nec pain") and erythema ("skin redness"). On (B)(6) 2015, the patient experienced fatigue ("chronic fatigue"). In (B)(6) 2016, the patient experienced arthritis ("arthritis"). On (B)(6)2016, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, device breakage (seriousness criteria medically significant and intervention required) and device expulsion ("left essure migrated to uterus/ migration of essure device location of device: uterus"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("heavy menstrual bleeding/prolonged menstruation"), menstrual disorder ("abnormal menstrua"), dysgeusia ("metallic taste in mouth"), arthralgia ("severe joint pain/ arthralgia/ polyarthralgia"), dyspareunia ("painful intercourse"), blister ("blisters"), pruritus ("itching"), alopecia ("hair loss"), weight increased ("weight gain"), abdominal pain lower ("lower abdominal pain"), the first episode of abdominal distension ("bloating"), hot flush ("hot flashes"), night sweats ("night sweat"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), vision blurred ("blurry vision"), weight decreased ("weight loss"), the second episode of abdominal distension ("bloating"), constipation ("constipation"), diarrhoea ("diarrhea"), joint swelling ("swelling in knees, calves, and thighs"), neck pain ("neck pain") and complication of device removal ("complications from your essure removal proced"). The patient was treated with surgery (bilateral salpingectomy total hysterectomy (uterus and cervix removed) total hysterectomy) and surgery (underwent total hysterectomy). Essure was removed on (B)(6)2016. At the time of the report, the embedded device, uterine perforation, device breakage, genital haemorrhage, device expulsion, dysmenorrhoea, menorrhagia, menstrual disorder, dysgeusia, dyspareunia, rash, erythema, blister, pruritus, alopecia, fatigue, weight increased, abdominal pain lower, arthritis, hot flush, night sweats, bladder disorder, urinary tract disorder, migraine, nausea, allergy to metals, vaginal discharge, vision blurred, weight decreased, the last episode of abdominal distension, constipation, diarrhoea, joint swelling and complication of device removal outcome was unknown, the arthralgia had not resolved and the headache and neck pain had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, arthralgia, arthritis, bladder disorder, blister, complication of device removal, constipation, device breakage, device expulsion, diarrhoea, dysgeusia, dysmenorrhoea, dyspareunia, embedded device, erythema, fatigue, genital haemorrhage, headache, hot flush, joint swelling, menorrhagia, menstrual disorder, migraine, nausea, neck pain, night sweats, pruritus, rash, urinary tract disorder, uterine perforation, vaginal discharge, vision blurred, weight decreased, weight increased, the first episode of abdominal distension and the second episode of abdominal distension to be related to essure. The reporter commented: on (B)(6) 2016, patient underwent a bilateral salpingectomy during which both of her fallopian tubes were removed and on (B)(6) 2016, she underwent a total hysterectomy, during which her uterus and cervix were removed. Since her hysterectomy, symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirming full occlusion of fallopian tubes x-ray - on (B)(6) 2016: part left essure broke and was embedded in uterus most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- all relevant medical history, concurrent condition were added. Events hot flush, night sweats, bladder disorder, urinary tract disorder, migraine, headache, nausea, allergy to metals, vaginal discharge, vision blurred, uterine perforation, weight decreased, abdominal distension, constipation, diarrhoea, joint swelling, neck pain, complication of device removal were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("left essure partially embedded in uterus") and device breakage ("left essure micro-insert had broken") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2016, the patient experienced arthritis ("arthritis"). On (B)(6) 2016, 3 years 7 months after insertion of essure, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("was unable to remove the left micro-insert during the procedure") and device expulsion ("left essure migrated to uterus"). On an unknown date, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("heavy menstrual bleeding/prolonged menstruation"), menstrual disorder ("abnormal menstrua"), dysgeusia ("metallic taste in mouth"), arthralgia ("severe joint pain/ arthralgia/ polyarthralgia"), dyspareunia ("painful intercourse"), rash ("skin rashes"), erythema ("skin redness"), blister ("blisters"), pruritus ("itching"), alopecia ("hair loss"), fatigue ("chronic fatigue"), weight increased ("weight gain"), abdominal pain lower ("lower abdominal pain") and abdominal distension ("bloating"). The patient was treated with surgery (underwent a total hysterectomy) and surgery (underwent total hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device breakage, dysmenorrhoea, menorrhagia, menstrual disorder, dysgeusia, arthralgia, dyspareunia, rash, erythema, blister, pruritus, alopecia, fatigue, weight increased, complication of device removal, device expulsion, abdominal pain lower, abdominal distension and arthritis outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, arthralgia, arthritis, blister, complication of device removal, device breakage, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, embedded device, erythema, fatigue, menorrhagia, menstrual disorder, pruritus, rash and weight increased to be related to essure. The reporter commented: on (B)(6) 2016, patient underwent a bilateral salpingectomy during which both of her fallopian tubes were removed and on (B)(6) 2016, she underwent a total hysterectomy, during which her uterus and cervix were removed. Since her hysterectomy, symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirming full occlusion of fallopian tubes x-ray - on (B)(6) 2016: part left essure broke and was embedded in uterus incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('left essure partially embedded in uterus/perforation (uterus)/ migration of essure device location : uterus/left essure migrated to uterus/ migration of essure device location of device: uterus') and device breakage ('left essure micro-insert had broken/metal fragments') in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy. Concomitant products included ibuprofen, oxycodone hydrochloride (oxycodon) and paracetamol (tylenol). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced bloating ("bloating"), constipation ("constipation") and diarrhoea ("diarrhea"), 8 months 27 days after insertion of essure. On (B)(6) 2013, the patient experienced vision blurred ("blurry vision"). In december 2013, the patient experienced oral herpes ("infection (other) describe: herpes labialis"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain /dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced rash ("skin rashes/ rash on face chest/ neck pain"), erythema ("skin redness"), blister ("blisters") and pruritus ("itching"). In 2014, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: multiple fibroids found on pelvic"). On (B)(6) 2015, the patient experienced fatigue ("chronic fatigue/tired"). On (B)(6) 2015, the patient experienced arthralgia ("severe joint pain/ arthralgia/ polyarthralgia/ hip pain/pain in knees"), uterine pain ("uterin pain") and abdominal pain ("abdominal pain"). On (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, the patient experienced dysgeusia ("metallic taste in mouth") and peripheral swelling ("swelling in knees, calves, and thighs"). On (B)(6) 2016, the patient experienced the first episode of arthritis ("arthritis"). In february 2016, the patient experienced the second episode of arthritis ("arthritis"). On (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy/nickel poisoning"). On (B)(6) 2016, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device removal failed ("was unable to remove the left micro-insert during the procedure"). On (B)(6) 2016, the patient experienced hot flush ("hot flashes") and night sweats ("night sweat"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, genital haemorrhage ("abnormal bleeding (general)"), menorrhagia ("heavy menstrual bleeding/prolonged menstruation/ menorrhagia"), menstrual disorder ("abnormal menstrua"), dyspareunia ("painful intercourse"), abdominal pain lower ("lower abdominal pain"), abdominal bloating ("bloating"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), neck pain ("neck pain"), complication of device removal ("complications from your essure removal proceed"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), groin pain ("groin pain"), joint range of motion decreased ("inability to bend knees and limited movement with legs"), menstruation irregular ("irregular menses") and polymenorrhoea ("frequent menses") and was found to have weight increased ("weight gain loss (which one)weight gain") and weight decreased ("weight loss"). The patient was treated with calcium carbonate (tums), chondroitin, diphenhydramine hydrochloride, docusate sodium, glucosamine, macrogol (polyethylene glycol), meloxicam, naproxen, paracetamol (acetaminophen), prednisone, simethicone (gas-x), valaciclovir and surgery (underwent total hysterectomy and underwent total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device breakage, genital haemorrhage, dysmenorrhoea, menorrhagia, menstrual disorder, dyspareunia, rash, erythema, blister, pruritus, fatigue, weight increased, device removal failed, abdominal pain lower, abdominal bloating, the last episode of arthritis, hot flush, night sweats, bladder disorder, urinary tract disorder, migraine, nausea, allergy to metals, vaginal discharge, vision blurred, weight decreased, bloating, constipation, diarrhoea, peripheral swelling, complication of device removal, vaginal haemorrhage, oral herpes, uterine leiomyoma, uterine pain, abdominal pain, joint range of motion decreased, menstruation irregular and polymenorrhoea outcome was unknown, the dysgeusia, arthralgia, headache, neck pain and groin pain had resolved and the alopecia had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, arthralgia, bladder disorder, blister, bloating, constipation, device breakage, device removal failed, diarrhoea, dysgeusia, dysmenorrhoea, dyspareunia, erythema, fatigue, genital haemorrhage, groin pain, headache, hot flush, joint range of motion decreased, menorrhagia, menstrual disorder, menstruation irregular, migraine, nausea, neck pain, night sweats, oral herpes, peripheral swelling, polymenorrhoea, pruritus, rash, urinary tract disorder, uterine leiomyoma, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred, weight decreased, weight increased, the first episode of arthritis, abdominal bloating, complication of device removal and the second episode of arthritis to be related to essure. The reporter commented: on (B)(6) 2016, patient underwent a bilateral salpingectomy during which both of her fallopian tubes were removed and on (B)(6) 2016, she underwent a total hysterectomy, during which her uterus and cervix were removed. Since her hysterectomy, symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: confirming full occlusion of fallopian tubes. X-ray - on (B)(6) 2016: results: part left essure broke and was embedded in uterus. Concerning the injuries reported in this case, the following one were described in patient¿s medical records confirming events arthralgia most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content received :outcome of event "alopecia" updated to not recovered/ not resolved. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('left essure partially embedded in uterus/perforation (uterus)/ migration of essure device location : uterus/left essure migrated to uterus/ migration of essure device location of device: uterus') and device breakage ('left essure micro-insert had broken/metal fragments') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy. Concomitant products included ibuprofen, oxycodone hydrochloride (oxycodon) and paracetamol (tylenol). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced bloating ("bloating"), constipation ("constipation") and diarrhoea ("diarrhea"), 8 months 27 days after insertion of essure. On (B)(6) 2013, the patient experienced vision blurred ("blurry vision"). In (B)(6) 2013, the patient experienced oral herpes ("infection (other) describe: herpes labialis"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain /dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced rash ("skin rashes/ rash on face chest/ neck pain"), erythema ("skin redness"), blister ("blisters") and pruritus ("itching"). In 2014, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: multiple fibroids found on pelvic"). On (B)(6) 2015, the patient experienced fatigue ("chronic fatigue/tired"). On (B)(6) 2015, the patient experienced arthralgia ("severe joint pain/ arthralgia/ polyarthralgia/ hip pain/pain in knees"), uterine pain ("uterin pain") and abdominal pain ("abdominal pain"). On (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, the patient experienced dysgeusia ("metallic taste in mouth") and peripheral swelling ("swelling in knees, calves, and thighs"). On (B)(6) 2016, the patient experienced the first episode of arthritis ("arthritis"). In (B)(6) 2016, the patient experienced the second episode of arthritis ("arthritis"). On (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy/nickel poisoning"). On (B)(6) 2016, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device removal failed ("was unable to remove the left micro-insert during the procedure"). On (B)(6) 2016, the patient experienced hot flush ("hot flashes") and night sweats ("night sweat"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, genital haemorrhage ("abnormal bleeding (general)"), menorrhagia ("heavy menstrual bleeding/prolonged menstruation/ menorrhagia"), menstrual disorder ("abnormal menstrua"), dyspareunia ("painful intercourse"), abdominal pain lower ("lower abdominal pain"), abdominal bloating ("bloating"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), neck pain ("neck pain"), complication of device removal ("complications from your essure removal proced"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), groin pain ("groin pain"), joint range of motion decreased ("inability to bend knees and limited movement with legs"), menstruation irregular ("irregular menses"), polymenorrhoea ("frequent menses"), joint swelling ("knee swells"), paraesthesia ("tingling foot") and hypoaesthesia ("my thigh goes numb") and was found to have weight increased ("weight gain loss (which one)weight gain") and weight decreased ("weight loss"). The patient was treated with calcium carbonate (tums), chondroitin, diphenhydramine hydrochloride, docusate sodium, glucosamine, macrogol (polyethylene glycol), meloxicam, naproxen, paracetamol (acetaminophen), prednisone, simeticone (gas-x), valaciclovir and surgery (underwent total hysterectomy and underwent total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device breakage, genital haemorrhage, dysmenorrhoea, menorrhagia, menstrual disorder, dyspareunia, rash, erythema, blister, pruritus, fatigue, weight increased, device removal failed, abdominal pain lower, abdominal bloating, the last episode of arthritis, hot flush, night sweats, bladder disorder, urinary tract disorder, migraine, nausea, allergy to metals, vaginal discharge, vision blurred, weight decreased, bloating, constipation, diarrhoea, peripheral swelling, complication of device removal, vaginal haemorrhage, oral herpes, uterine leiomyoma, uterine pain, abdominal pain, joint range of motion decreased, menstruation irregular, polymenorrhoea and joint swelling outcome was unknown, the dysgeusia, arthralgia, headache, neck pain and groin pain had resolved and the alopecia had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, arthralgia, bladder disorder, blister, bloating, constipation, device breakage, device removal failed, diarrhoea, dysgeusia, dysmenorrhoea, dyspareunia, erythema, fatigue, genital haemorrhage, groin pain, headache, hot flush, hypoaesthesia, joint range of motion decreased, joint swelling, menorrhagia, menstrual disorder, menstruation irregular, migraine, nausea, neck pain, night sweats, oral herpes, paraesthesia, peripheral swelling, polymenorrhoea, pruritus, rash, urinary tract disorder, uterine leiomyoma, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred, weight decreased, weight increased, the first episode of arthritis, abdominal bloating, complication of device removal and the second episode of arthritis to be related to essure. The reporter commented: on (B)(6) 2016, patient underwent a bilateral salpingectomy during which both of her fallopian tubes were removed and on (B)(6) 2016, she underwent a total hysterectomy, during which her uterus and cervix were removed. Since her hysterectomy, symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: confirming full occlusion of fallopian tubes. X-ray - on (B)(6) 2016: results: part left essure broke and was embedded in uterus. Concerning the injuries reported in this case, the following one were described in patient¿s medical records confirming events arthralgia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc, fu -up 11 12 13 14 processed together on (B)(6) 2020: fu -up 1112 13 14 processed together ,social media : new reporter added on (B)(6) 2020: fu -up 1112 13 14 processed together ,social media : new reporter and event knee swells, tingling foot, my thigh goes numb added on (B)(6) 2020: fu -up 1112 13 14 processed together based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.